Event description:
As reported by legal team, approximately one month post initial tha, this female patient had a revision due to infection. No additional information available.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +7 offset 12/14 (cat# 142-32-07 / serial# (B)(4) ) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by legal team, approximately one month post initial tha, this female patient had a revision due to infection. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.